Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via the health authority that the infusion head was blocked before cataract surgery with intraocular lens implantation. The surgery was successfully completed on the same day after replacing the infusion needle, and the procedure proceeded normally. There was no impact on the patient.